Event description:
It was reported that approximately two and a half months following a transcatheter aortic valve replacement within a previously implanted non-medtronic valve, during a hospital admission for constipation, the patient was found to have volume overload, with an elevated b-type natriuretic peptide of greater than 5000, requiring concomitant medication and ultrafiltration during dialysis. This resulted in a prolongation of the existing hospitalization. The patient recovered from volume overload. Three days later, the patient was admitted to the hospital with symptoms of tremors and chills. Blood cultures confirmed enterococcal bacteremia, and the patient was diagnosed with sepsis. Intravenous antibiotics were administered as treatment, and a transthoracic echocardiogram was completed, which was not suspicious for endocarditis. The infection was considered likely post-operative. Per the physician, both events were not related to the valve or implant procedure. Additional information was received that reported that the patient died approximately four months after the valve implant procedure. The cause of death was reported as unknown. Per the physician, the death event was probably related to the valve. Additional information was received that reported that symptoms associated with the sepsis event included altered mental status, sho rtness of breath, and a elevated white blood cell (wbc) of 30,000. The intravenous antibiotic treatment was changed for suspected aspiration pneumonia. Red blood cells (rbcs) returned to normal and sepsis was noted as resolved. Prior to the patient being admitted for constipation, they had not had bowl movements in the prior eight days. Computed tomography (CT) showed moderate stool burden. Stool that was present was tarry black. The patient was admitted at that time for melena to monitor hemoglobin. Intravenous therapy (IV) pantoprazole was administered. Constipation treatment included polyethylene glycol 3350 and magnesium citrate. Dark stool was deemed secondary to iron supplementation. Hemoglobin remained stable and constipation resolved. Additional information was received that per the physician, the event pertaining to the constipation was not related to the medtronic devices and was not related to the valve implant procedure. Additional information was received that the valve-in-valve implant of this transcatheter bioprosthetic valve, via right femoral artery percutaneous access, in a non-medtronic transcatheter aortic valve (tav), a pre-implant balloon valvuloplasty was performed. Following the deployment of the tav, frame under expansion was noted and required post-implant balloon valvuloplasty. Two days following the valve implant procedure, acute anemia occurred. The patient¿s baseline hemoglobin was 9.1 grams per deciliter (g/dl). Two days after the valve implant procedure, hemoglobin was 7.6 g/dl. Treatment included one unit of packed red blood cells (prbcs). One day later, the hemoglobin returned to baseline. Of note, the patient had a medical history of chronic anemia. The physician indicated that the event was unrelated to the medtronic products. The previously reported sepsis event occurred nine days after the valve implant procedure. The patient presented to the emergency department (ed) with altered mental status and shortness of breath (sob). The patient was then intubated in the ed for respiratory failure. Wbc were elevated at 30,000 and antibiotics were administered. The patient was transferred to the hospital and antibiotics continued. The intravenous antibiotic treatment was changed for suspected aspiration pneumonia. Transthoracic echocardiogram (tte) was performed, which showed no indication of endocarditis. Rbcs returned to normal and sepsis was noted as resolved two days after onset. The second sepsis event occurred approximately three and a half months following the valve revision. Even thought the second tte was also not suspicious for endocarditis, the patient was empirically treated for endocarditis with six weeks of antibiotics. The second sepsis event was noted to have an outcome of fatal. Per the physician, the second sepsis event was not related to the medtronic devices and was not related to the valve implant procedure. The death was listed as a non-cardiac death.

Manufacturer narrative:
Updated data: b2. Age at event: b3. Date of event b5 - added fifth paragraph b7 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported that the patient died approximately four months after the patient died. The cause of death was reported as unknown. Per the physician, the death event was probably related to the valve.

Manufacturer narrative:
Updated data: b2 - outcome attributed to adverse event/date of death: b3 b5 h1 - event now meets criteria for death h6 - annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 - added third paragraph h6 corrected data: b5 - edited second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two and a half months following a transcatheter aortic valve replacement within a previously implanted non-medtronic valve, during a hospital admission for constipation, the patient was found to have volume overload, with an elevated b-type natriuretic peptide of greater than 5000, requiring concomitant medication and ultrafiltration during dialysis. This resulted in a prolongation of the existing hospitalization. The patient recovered from volume overload. Three days later, the patient was admitted to the hospital with symptoms of tremors and chills. Blood cultures confirmed enterococcal bacteremia, and the patient was diagnosed with sepsis. Intravenous antibiotics were administered as treatment, and a transthoracic echocardiogram was completed, which was not suspicious for endocarditis. The infection was considered likely post-operative. Per the physician, both events were not related to the valve or implant procedure. Additional information was received that reported that the patient died approximately four months after the valve implant procedure. The cause of death was reported as unknown. Per the physician, the death event was probably related to the valve. Additional information was received that reported that symptoms associated with the sepsis event included altered mental status, shortness of breath, and an elevated white blood cell (wbc) of 30,000. The intravenous antibiotic treatment was changed for suspected aspiration pneumonia. Red blood cells (rbcs) returned to normal and sepsis was noted as resolved. Prior to the patient being admitted for constipation, they had not had bowl movements in the prior eight days. Computed tomography (CT) showed moderate stool burden. Stool that was present was tarry black. The patient was admitted at that time for melena to monitor hemoglobin. Intravenous therapy (IV) pantoprazole was administered. Constipation treatment included polyethylene glycol 3350 and magnesium citrate. Dark stool was deemed secondary to iron supplementation. Hemoglobin remained stable and constipation resolved.

Event description:
It was reported that approximately two and a half months following a transcatheter aortic valve replacement within a previously implanted non-medtronic valve, during a hospital admission for constipation, the patient was found to have volume overload, with an elevated b-type natriuretic peptide of greater than 5000, requiring concomitant medication and ultrafiltration during dialysis. This resulted in a prolongation of the existing hospitalization. The patient recovered from volume overload. Three days later, the patient was admitted to the hospital with symptoms of tremors and chills. Blood cultures confirmed enterococcal bacteremia, and the patient was diagnosed with sepsis. Intravenous antibiotics were administered as treatment, and a transthoracic echocardiogram was completed, which was not suspicious for endocarditis. The infection was considered likely post-operative. Per the physician, both events were not related to the valve or implant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 - added fourth paragraph h6 - removed annex e e1007 and e1019 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two and a half months following a transcatheter aortic valve replacement within a previously implanted non-medtronic valve, during a hospital admission for constipation, the patient was found to have volume overload, with an elevated b-type natriuretic peptide of greater than 5000, requiring concomitant medication and ultrafiltration during dialysis. This resulted in a prolongation of the existing hospitalization. The patient recovered from volume overload. Three days later, the patient was admitted to the hospital with symptoms of tremors and chills. Blood cultures confirmed enterococcal bacteremia, and the patient was diagnosed with sepsis. Intravenous antibiotics were administered as treatment, and a transthoracic echocardiogram was completed, which was not suspicious for endocarditis. The infection was considered likely post-operative. Per the physician, both events were not related to the valve or implant procedure. Additional information was received that reported that the patient died approximately four months after the valve implant procedure. The cause of death was reported as unknown. Per the physician, the death event was probably related to the valve. Additional information was received that reported that symptoms associated with the sepsis event included altered mental status, shortness of breath, and a elevated white blood cell (wbc) of 30,000. The intravenous antibiotic treatment was changed for suspected aspiration pneumonia. Red blood cells (rbcs) returned to normal and sepsis was noted as resolved. Prior to the patient being admitted for constipation, they had not had bowl movements in the prior eight days. Computed tomography (CT) showed moderate stool burden. Stool that was present was tarry black. The patient was admitted at that time for melena to monitor hemoglobin. Intravenous therapy (IV) pantoprazole was administered. Constipation treatment included polyethylene glycol 3350 and magnesium citrate. Dark stool was deemed secondary to iron supplementation. Hemoglobin remained stable and constipation resolved. Additional information was received that per the physician, the event pertaining to the constipation was not related to the medtronic devices and was not related to the valve implant procedure.